Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that the start/stop button on this 3100a high frequency oscillating ventilator (hfov) is intermittently functioning. The customer reported that there was no patient involvement associated with this reported event.